Manufacturer narrative:
As part of heartflow's investigation following the customer report, we identified a potential false negative. Hfid# (B)(4): the investigation determined that the rca vessel occlusion and lad branches did not reflect what is indicated in the available computed tomography (CT) data. Heartflow will provide details of the product investigation results to the customer. If any additional information is received at a later time a supplemental medwatch report will be submitted. Heartflow's analysis instructions for use include the following warnings: due to the variability in the heartflow analysis, the ffrct values should be reviewed as one of several clinical data points to be used in conjunction with the patient's original CT images, clinical history, symptoms and other diagnostic tests, as well as an appropriately trained clinician's clinical judgment, to evaluate the patient. The heartflow analysis process is dependent on the quality of the imaging data provided. The ffrct values may be affected by assumptions needed to resolve anatomy in areas of uncertainty, whether provided by the physician or made by heartflow case analysts.

Event description:
Healthcare professional (hcp) reported that a patient presented to the hospital on the morning of (B)(6) 2023 with chest pain. The patient underwent a computed tomography (CT) scan and the heartflow analysis performed based on the CT. The hcp read the heartflow analysis as negative based on their concern of the left anterior descending (lad) artery lesion. However, a second review of the CT scan, due to a repeat EKG, showed the right coronary artery (rca) as completely occluded. The patient's chest pain occurred before the use of the device and therefore is not device-related. The patient was taken to the cardiac catheterization lab and did fine.